Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated that she was talking to her friends, and couldn¿t think, then passed out. The cgm was reading 89 mg/dl and the blood glucose reading was 52 mg/dl. The patient's friends provided carbohydrates (juice and snacks) and she recovered. Her bg rose to 112 mg/dl afterward. There was no documentation of medical intervention. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.